Event description:
In 2004, pt with known multiple cardiac concerns (vsd - post op double outlet with significant residual shunt) underwent an attempted closure with a cardioseal device; however, this device could not be deployed. Subsequently, a 6mm amplatzer septal occluder was placed successfully. The pt developed ventricular tachycardia/ventricular fibrillation arrhythmia, which could not be effectively treated. Cardiopulmonary resuscitation was not successful. The pt expired; although, the hospital stated that it was uncertain whether the death was device related.